Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting an audible beep. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until a failed self-test on (B)(6) 2010. The user was alerted to the problem by the red led status indicator being illuminated and an audible beep. No fault was found with the pad device but it was concluded that the "low battery" and "device svc required" warnings were triggered by the battery mgmt sys in the device. Previous experience has shown that the depletion of the batteries can be caused by inadequate storage of the pad device where it can be exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.